Manufacturer narrative:
(B)(4). G2 : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle of the device was fractured during use. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product identified the needle tip is fractured off of device with the sutures and both anchors inside tip. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. The device has been cycled twice. Part and lot information on packaging label matches reported product information. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.